Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost stimulation. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 due to invalid impedance. During the procedure, the lead was explanted and replaced with a new model stimulation was restored and effective postoperatively. The issue is resolved.